Event description:
The tube was in use for approximately 3 weeks when nurse determined that the device would not hold cuff pressure. According to reporter, an emergency tracheostomy tube change was required. No permanent adverse effects to patient.

Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.